Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy utilizing the liberty select cycler and liberty cycler set and the patient¿s abdominal pain, resulting in an ed visit. In the absence of the required information, the cause of the patient¿s abdominal pain and unspecified infection cannot be determined. Concerning the abdominal pain expressed by the patient, drain pain is not an uncommon finding in patients receiving pd therapy and can be associated with many potential etiologies. Regardless of the known side effect of pd therapy, the liberty select cycler and liberty cycler set cannot be excluded as a source or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2023, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) utilizing the liberty select cycler reported to fresenius technical services they experienced abdominal pain during a pd treatment. Upon follow up on (B)(6) 2023, this patient stated they were hospitalized with an unspecified infection. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s abdominal pain, infection and hospitalization; however, no additional information was obtained. In associated file (B)(4), it was stated this patient experienced abdominal pain during a pd treatment leading to an ed visit. There was no report of any adverse events, serious injuries or medical intervention, as it was stated by the patient, ¿everything was fine¿ following the ed visit. The patient reported persisting pain during pd treatments, and they were prescribed antibiotics for unknown purposes. Upon further follow up, the patient stated they were hospitalized (exact date not reported) for an infection and awaiting laboratory testing results. There was no indication the patient¿s infection was related to pd therapy or the use of any fresenius product(s) or device(s) in the initial reporting. No further information was provided. Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s abdominal pain and ed visit.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) utilizing the liberty select cycler reported to fresenius technical services they experienced abdominal pain during a pd treatment. Upon follow up on (B)(6) 2023, this patient stated they were hospitalized with an unspecified infection. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s abdominal pain, infection and hospitalization; however, no additional information was obtained. In associated file (B)(4), it was stated this patient experienced abdominal pain during a pd treatment leading to an ed visit. There was no report of any adverse events, serious injuries or medical intervention, as it was stated by the patient, ¿everything was fine¿ following the ed visit. The patient reported persisting pain during pd treatments, and they were prescribed antibiotics for unknown purposes. Upon further follow up, the patient stated they were hospitalized (exact date not reported) for an infection and awaiting laboratory testing results. There was no indication the patient¿s infection was related to pd therapy or the use of any fresenius product(s) or device(s) in the initial reporting. No further information was provided. Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s abdominal pain and ed visit.

Event description:
On (B)(6) 2023, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) utilizing the liberty select cycler reported to fresenius technical services they experienced abdominal pain during a pd treatment. Upon follow up on (B)(6) 2023, this patient stated they were hospitalized with an unspecified infection. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s abdominal pain, infection and hospitalization; however, no additional information was obtained. In associated file c-1131451, it was stated this patient experienced abdominal pain during a pd treatment leading to an ed visit. There was no report of any adverse events, serious injuries or medical intervention, as it was stated by the patient, ¿everything was fine¿ following the ed visit. The patient reported persisting pain during pd treatments, and they were prescribed antibiotics for unknown purposes. Upon further follow up, the patient stated they were hospitalized (exact date not reported) for an infection and awaiting laboratory testing results. There was no indication the patient¿s infection was related to pd therapy or the use of any fresenius product(s) or device(s) in the initial reporting. No further information was provided. Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s abdominal pain and ed visit.

Manufacturer narrative:
New information: d.1., d.4. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) utilizing the liberty select cycler reported to fresenius technical services they experienced abdominal pain during a pd treatment. Upon follow up on (B)(6) 2023, this patient stated they were hospitalized with an unspecified infection. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s abdominal pain, infection and hospitalization; however, no additional information was obtained. In associated file (B)(6) , it was stated this patient experienced abdominal pain during a pd treatment leading to an ed visit. There was no report of any adverse events, serious injuries or medical intervention, as it was stated by the patient, ¿everything was fine¿ following the ed visit. The patient reported persisting pain during pd treatments, and they were prescribed antibiotics for unknown purposes. Upon further follow up, the patient stated they were hospitalized (exact date not reported) for an infection and awaiting laboratory testing results. There was no indication the patient¿s infection was related to pd therapy or the use of any fresenius product(s) or device(s) in the initial reporting. No further information was provided. Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s abdominal pain and ed visit.

Event description:
On (B)(6) 2023, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) utilizing the liberty select cycler reported to fresenius technical services they experienced abdominal pain during a pd treatment. Upon follow up on 09/19/2023, this patient stated they were hospitalized with an unspecified infection. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s abdominal pain, infection and hospitalization; however, no additional information was obtained. In associated file (B)(4), it was stated this patient experienced abdominal pain during a pd treatment leading to an ed visit. There was no report of any adverse events, serious injuries or medical intervention, as it was stated by the patient, ¿everything was fine¿ following the ed visit. The patient reported persisting pain during pd treatments, and they were prescribed antibiotics for unknown purposes. Upon further follow up, the patient stated they were hospitalized (exact date not reported) for an infection and awaiting laboratory testing results. There was no indication the patient¿s infection was related to pd therapy or the use of any fresenius product(s) or device(s) in the initial reporting. No further information was provided. Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s abdominal pain and ed visit.

Manufacturer narrative:
Correction: b.3.